Event description:
Customer reported following complaint to (B)(6): customer had an event where the wrong side implant was used in a total knee joint replacement. Patient underwent revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. It was reported that the surgeon accidentally implanted the wrong side implant in the patient. The femoral component box and the implant are labeled marked with the appropriate side (left or right). The side should have been confirmed prior to implantation. Although the devices are clearly marked, the surgeon is requesting an additional identifier on the box to distinguish right and left sides. Overall the product was manufactured and labeled according to specification. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer reported following complaint to (B)(4): customer had an event where the wrong side implant was used in a total knee joint replacement. Patient underwent revision surgery.